Event description:
The customer contacted stryker to report that their device does not provide voice prompts when powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker also observed that the device would not complete the boot up cycle and was locked up. Stryker found that a failed/faulty system processor u35, part of the main pcb, was the cause of the reported issues. The customer received a replacement device and this device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not provide voice prompts when powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.